Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that the ipg was mobile and superficial to the skin. Symptom includes muscle spasm in the lower back. The patient was treated lidocaine and steroid injection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that the ipg was mobile and superficial to the skin. Symptom includes muscle spasm in the lower back. The patient was treated lidocaine and steroid injection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a pocket revision wherein the ipg will be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that the ipg was mobile and superficial to the skin. Symptom includes muscle spasm in the lower back. The patient was treated lidocaine and steroid injection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the physician opened the pocket site and anchored the ipg inside so it would not move around. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that the ipg was mobile and superficial to the skin. Symptom includes muscle spasm in the lower back. The patient was treated lidocaine and steroid injection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will have a pocket revision and not an explant procedure.